Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported that a pen ndl 31ga 8mm 100 bx 1200 USA leaked during use. The following was reported by the initial reporter: "it was reported that pen needle is leaking and she is snapping needles onto pen instead of twisting to tighten. Verbatim: consumer reported that the pen needle is leaking after being attached to the insulin pen. While advising consumer on attaching pen needle, she stated that she does not turn the needle to tighten. She said that she snaps the needle onto the pen and then injects. I advised consumer that bd pen needles are not snap on needles but must be twisted on in order to securely attach to the pen. Consumer then stated that she did not want to pursue the complaint, she believes that the leakage is due to the way she is attaching the needle. Consumer said she will wait until her next injection and if there is a problem she will call us back. "

Manufacturer narrative:
"Date of event: unknown. The date received by manufacturer has been used for this field. Initial address: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(6).

Event description:
It was reported that a pen ndl 31ga 8mm 100 bx 1200 USA leaked during use. The following was reported by the initial reporter: "it was reported that pen needle is leaking and she is snapping needles onto pen instead of twisting to tighten. Verbatim: consumer reported that the pen needle is leaking after being attached to the insulin pen. While advising consumer on attaching pen needle, she stated that she does not turn the needle to tighten. She said that she snaps the needle onto the pen and then injects. I advised consumer that bd pen needles are not snap on needles but must be twisted on in order to securely attach to the pen. Consumer then stated that she did not want to pursue the complaint, she believes that the leakage is due to the way she is attaching the needle. Consumer said she will wait until her next injection and if there is a problem she will call us back. "